Event description:
It was reported while using bd facscalibur¿ flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the sip is leaking. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes . 3. What was the fluid that leaked? Sheath . 4. What is the source of leak -- waste line or non-waste line? Waste . 5. Was the customer exposed to blood or bodily fluids? Not to my knowledge . 6. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd ,part # 342975, serial # (B)(6). ¿ problem statement: customer reported complaint of a waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 03jun2020 to 03jun2021. ¿ complaint trend: there are 3 complaints related to a waste leakage not contained within the instrument due to the dcm. Date range from 03jun2020 to 03jun2021. ¿ manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6) , file # (B)(4) , was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a misaligned dcm (droplet containment module) pump. This pump is responsible for aspirating the excess sheath from the sit after runs, and a failure from this pump can lead to leakages. The fse (field service engineer) found that the dcm pump wasn¿t working as expected, readjusted the pump tension, and verified it was working. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected with no further leaks. Although the customer indicated that the leakage was only sheath, since the leakage occurred at or after the waste line and the leakage did not contain bleach, we can assume the leakage is biohazardous. This being said, the customer did not come in contact with the leaked fluid and was not harmed in any way. Additionally, there was no spray of fluid so there was no increased risk of contamination. This instrument was not being used for clinical treatment at the time of the incident so no patients were harmed either. The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4) , case # (B)(4). Install date: (B)(6) 2006. Defective part number: n/a. Work order notes: o subject / reported: sip is leaking. O problem description: sip is leaking. O work performed: found dcm pump was not pulling sheath fluid back through the system after the run. To my knowledge it was only sheath fluid leaking on the outside, customer did not come in contact, and it was contained in that location. Adjusted pump tension, and verified. No additional issues noted, the instrument is up and running. O cause: dcm pump. O solution: found dcm pump was not pulling sheath fluid back through the system after the run. To my knowledge it was only sheath fluid leaking on the outside, customer did not come in contact, and it was contained in that location. Adjusted pump tension, and verified. No additional issues noted, the instrument is up and running. Customer was not present on close out of call to sign. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. O item: droplet containment module. O function: to contain droplets. O potential failure mode: droplets not contained. O potential effects of failure: all of the sample is. O potential causes/mechanisms of failure: pump not properly sealed. O current controls: n/a. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 5. O occ: 5. O det: 1. O rpn: 25. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a misaligned pump. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a misaligned pump. The fse found that the dcm pump was not pulling sheath fluid back after the run, so they adjusted the pump tension and verified its performance. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscalibur¿ flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the sip is leaking. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? Not to my knowledge. Was there any physical harm to the customer as a result of the leak? No.